Event description:
The customer stated a false negative architect (B)(6) qualitative result was generated for one patient with (B)(6). The initial (B)(6) result was 0.60 s/co. The sample was repeated after centrifugation, again generating a negative result of 0.56 s/co. The same sample tested (B)(6) positive and (B)(6) positive. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation - returned patient samples tested; customer's observation of a negative result not repeated upon testing of returned patient samples. In response to this issue an investigation was conducted to further examine the customer's observation. As part of the investigation, four samples provided by the customer were assessed against architect hbsag qualitative reagent, lot number 79513lf00. All four samples were reactive, including the patient sample that generated the false negative at the customer location. A review of the testing data generated prior to approving architect hbsag for release did not indicate any anomalies or issues that would have affected the performance of architect hbsag. A complaint review was also carried out and did not identify any atypical complaint activity. The underlying reason for the discrepant patient result could not be identified as the customer's observation could not be repeated. Labeling adequately addresses the potential causes and corrections for discrepant results. Additionally, if architect hbsag qualitative results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based upon the data available and the investigation performed, it was determined that architect hbsag qualitative reagent lot 79513lf00 is performing as intended. No product deficiency was identified.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect hbsag qualitative, list number 1p97, that has a similar us product distributed in the us, architect hbsag, list number 1l80. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process